Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was low impedances of 63 ohms on electrodes 5 and 7 on the left implantable neurostimulator (ins). It was also noted that the patient was having an MRI but it was stated that it was not related to the device/therapy. It is unknown when the impedance issue began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.